Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2 and e3. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by thermo-mechanical fatigue, wear and tear, and/or improper handling that led to impact or shock. The event can be detected/prevented by following the warning notices in chapter 4 of the instructions for use: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the black tip of the inner sheath is broken. The customer reported problem was found during reprocessing. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The black colored ceramic insulation at the distal tip of the device is damaged. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.